Event description:
It was reported that during implant, there were difficulties inserting the stylet into the lead. The lead was extracted with the stylet inserted into the lead. Visual inspection revealed that the stylet had gone from the inner lumen through the lead body near the distal end of the lead. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal conductor was stretched. The outer insulation was breached cut. It was visually noted that the lead was damaged at implant, and the lead was received with the stylet inserted not protruding from the lead.